Event description:
It was reported that the customer's insulin pump was not functioning. The nurse stated that the device has a separation in the bottom of the case. The customer's last blood glucose reading was 78mg/dl. It was stated that when the customer primes she does not see the piston reaching the reservoir. The displacement and fixed prime test passed. It was stated that the customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test due to cracked end cap. The insulin pump had cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.